Manufacturer narrative:
The device was returned to the service site in the USA and an investigation was performed concluding that: the unit was functioning normally when received by breas. The vivo 65 alarmed in response to the adverse event. This device is functioning normally and worked as intended during the adverse event. The vivo 65's alarms were triggered in response to the event, even though the alarm that we would expect to be triggered in this instance (the apnea alarm) was disabled. This unit was retested on october 27th, 2020 and is functioning normally.

Event description:
Unwitnessed death of a patient occurred while on the vivo 65. No alarms were activated. There was no formal complaint issued by the health care facility.